Event description:
The patient reported an elevated blood glucose reading of 560 mg/dl with her normal range being 126 - 200 mg/dl. She said she feels "hot, gooey and sticky" and she treated her reading by taking an injection of insulin. She stated she has not been able to get insulin because her insulin infusion set tubing is "kinked." She stated there is no apparent damage to the tubing and she can not visually see anything wrong with it. She said she has to change her tubing when she changes her headset or this issue occurs. The patient stated she disconnected from her headset and primed, but no insulin came out. She said she then disconnected the tubing from her insulin infusion device [competitor product] and primed without error. On follow-up, the patient stated she changed her tubing and her blood glucose readings have been 130 and 150 mg/dl which is within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.